Manufacturer narrative:
(B)(4).

Event description:
Procedure type: tep. According to the reporter: the balloon would not hold air when they try to inflate it. Used a second device without issue. Purchasing manager did not have any additional information.